Event description:
During biceps "tenodosis" procedure, 3.2 mm drill and guide ((B)(4)) was used to prepare the hole and insert the suture anchor ((B)(4)) as indicated by the IFU. The 1st anchor shattered upon insertion. A backup device ((B)(4)) was available. (B)(4) was used to prepare a new hole for a new anchor ((B)(4)) per IFU. The 2nd anchor shattered upon insertion. The surgeon then used a different anchor to complete the procedure.

Manufacturer narrative:
Two devices were returned for evaluation. Visual inspection of the returned devices confirmed the reported failure mode "anchor breakage". Measurements of the returned broken anchors couldn't be performed due to the condition of the anchors. Surgeon stated that he/she used item (B)(4) , which is a 3.2mm drill to prepare the hole and insert the suture anchor ((B)(4)) as indicated by the IFU . Per IFU 10600402, rev c ;"note": when using raptormite 3.0 mm or 3.7 mm suture anchors, use a smith & nephew drill guide and a drill bit specific to the suture anchors to prepare the insertion site. (B)(4). This was the only confirmed complaint for this failure mode where all the proper site preparation was employed. Based on the isolated nature of this complaint, and the condition of the returned anchor no root cause related to the manufacture of the device can be established. (B)(4).